Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per indication for use section of the mitraclip system instructions for use, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, the device was used for treatment of the tricuspid valve which likely influenced the reported event of device damaged by another device that resulted in single leaflet device attachment (slda). All available information was reviewed, investigated and the reported device damaged by another device resulting in sdla appears to be due user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report. (B)(4).

Event description:
This is being filed to report the clip was damaged by another device, resulting in the clip detaching from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+. The clip delivery system (cds) (90614u145) was prepared for use however the a knob was over rotated, causing a set in the shaft. The device was unable to advance therefore the cds was removed. A second cds (90618u143) was advanced and deployed on the posterior septal leaflets. A third cds (90618u144) was advanced however it interacted with the 2nd clip, causing it to detach from the septal leaflet (single leaflet device attachment (slda)). The third clip was deployed and a fourth clip (90618u141) was implanted to stabilize the slda clip, reducing tr to 4+. Although the physician believed the procedure was successful, they were unable to definitively conclude bi-leaflet insertion as imaging was poor. There were no adverse patient effects and no clinically significant delay in the procedure.